Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately five months post procedure, the patient suffered gastritis which was treated with medication. Gi bleed due to dapt was also reported. Cec adjudicated the bleeding event as barc type 2. Patient recovered. Investigator assessed event is not related to device but possibly related to antiplatelets.